Manufacturer narrative:
S/w ver 2.8c pump not in manufacture mode. Pump passed the sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed pump error. The power management tool confirmed power error was triggered when the loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector on, the pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay, cracked battery tube threads, cracked case behind the pump at the corner of the belt clip rails, stained serial number label, cracked retainer, and minor scratched lcd window.

Event description:
The customer reported via phone call that they had power error detected on insulin pump. The customer¿s blood glucose level was 300 mg/dl. Troubleshoot was performed for power error detected, however the error reoccurred within a week of troubleshoot. The insulin pump will not be returned for analysis.